Manufacturer narrative:
Additional information: plant investigation: twenty four companion samples were returned to the manufacturer for physical evaluation. The actual device was not returned to the manufacturer for evaluation. Each companion dialyzer was returned sealed within the pre-packaging pouch. There were no kinked, broken, looped or damaged fibers visually noted within the housing of the dialyzers. The polyurethane material appeared to be distributed evenly and noted as being intact, without any visually identifiable irregularities. There was no damage or irregularities were visually noted on any of the returned dialyzers that would appear to have affected the integrity or performance of the samples. Two dialyzers from each case were randomly selected for further testing. Bubble point testing was performed on each of the selected companion samples. No leaks or irregularities were observed during the testing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred at the start of the patient's hemodialysis (hd) treatment. The blood leak was reported to be visible and a broken membrane was seen within the dialyzer. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. It was reported that the actual device was discarded, however a companion sample was available to be returned to the manufacturer for physical evaluation.